Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 400 mg/dl at the time of incident and the current blood glucose level was 424 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with manual injection and insulin pump for high blood glucose. Customer reported they did not contact their health care professional regarding the high blood glucose. Customer stated insulin did exit at the quick release. Customer alleged the insulin pump for under delivery. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Device was monitored and functioning properly. Insulin pump passed the delivery accuracy test at 0.08705 inches.

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2019.